Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review and similar complaint review were not performed as no lot information was provided. Based on available information, the cause of the reported slda could not be determined. The reported worsening mr was a cascading effect of the reported slda. The reported dyspnea and heart failure were likely cascading effects of the reported worsening mr. Additionally, the reported patient effects of mitral regurgitation, dyspnea, and heart failure are known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were the results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with an unknown grade. One clip was successfully implanted. Post-procedure mr grade is unknown. On an unknown date, the patient returned to the hospital due to shortness of breath and heart failure. Imaging showed that the implanted clip had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4+. On (B)(6) 2025, the patient underwent an additional mitraclip procedure.